Manufacturer narrative:
B3: corrected date of event

Event description:
An impella 5.5 was in use in a patient for whom no demographic information was available, including age, sex, procedural details, past medical history, or adjunctive therapies. The device was inserted via axillary subclavian arterial access. The patient was reported to have acute myocardial infarction with cardiogenic shock (ami-cgs). It was reported that a massive clot was identified in the blood outlet, resulting in a pump stop. The patient experienced thrombosis, which led to medical device removal. The presence of cardiogenic shock, large-bore axillary arterial access, and critical illness are known clinical and procedural factors that could have caused or contributed to the reported thrombosis and pump stop. Comprehensive review of the information provided did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported event.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 catalog number updated. H3 updated to yes. H6 component code changed from g04105 to g07001. The investigation for pump stop has been completed. The cause of the pump stop was patient condition related to the biomaterial ingestion found on the returned pump and noted to be seen in the field. The investigation for thrombosis has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The device was returned therefore d9 was updated.